Event description:
It was reported that during a lap chole procedure, the device did not form the clip. The clip remained in the u shape. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.